Event description:
Per the audiologist, in 2007, the pt began to reject the cochlear implant system. The pt had worn it consistently prior to that. There was no trauma reported during this time. The levels were adjusted in the pt's sound processing program. Results from an integrity test done on two months later were consistent with normal receiver stimulator function with two malfunctioning electrodes. These electrodes were deactivated, temporarily alleviating the problem. In 2008, the pt refused to use the cochlear implant system. Results of a second integrity test done on the same month showed the implant was not functioning. Explanation/reimplantation is planned for two months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.